Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b5, b6, d6a, h6, h11. Based on the additional clinical information provided by the surgeon, the most probable root cause of the event remains a combination of the patient's anatomical characteristics; specifically, bone impingement due to a small trapezium, and the initial implant positioning (cup mispositioning). When combined with the reported traumatic workplace incident involving axial impact to the thumb, these factors likely contributed to an intra-prosthetic conflict, resulting in polyethylene (pe) liner blockage and subsequent dislocation.

Event description:
It was reported that a patient underwent total joint arthroplasty on (B)(6) 2025. Subsequently, on (B)(6) 2026, the patient underwent a revision due to a workplace accident, involving an axial impact to the thumb, followed by a locking sensation with inability to mobilize the joint and associated pain. During the revision procedure, in addition to replacing the liner, the surgeon performed slight osteophyte reduction.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, complaint history review), it appears that the failure was most likely due to the patient's anatomical characteristics and/or implant initial positioning causing initial intra-prosthetic conflict and leading to pe liner blockage and dislocation. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent total joint arthroplasty on an unknown date. Subsequently, on (B)(6) 2026, the patient underwent a revision for unknown reasons. No further event information was available at the time of this report.